Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtac. Attempts to obtain further information were made, but not provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional model information: the transmitter was used in conjunction with the cns, but did not experience failure. Attempts to obtain the following information were made, but not provided: transmitter - model: zm-531pa, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtac.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtac.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) medical center, inc reported the cns-6201a (pu-621ra sn: (B)(6) ) did not alarm when a patient "went in vtac". Patient was monitored via telemetry transmitter zm-531pa. Service requested: troubleshooting/assistance. Service performed: customer was provided event investigation guide. Multiple attempts were made to follow up with the customer, however no response was received. Investigation result: the cns warranty began 12/31/11. Review of device sap history found no previously reported issues relating to alarm functionality. Review of tickets opened at (B)(6) medical center, inc found additional issues reported relating to alarm. (1) (B)(6) reported (B)(6) 2019: customer reported the unit did not alarm for v-tachycardia. Customer was unable to provide event logs however analysis of alarm history and ECG strips found clearly identified pacing marks on the ECG strip and both pacing and rate alarms were listed in the alarm history. (2) (B)(6) reported (B)(6) 2018: customer reported alarm was not triggered. It was discovered the device was set to neonate mode and alarms were turned off. Due to the lack of information available, investigation is limited and the root cause could not be determined. Trending of alarm related issues at customer facility found previously reported issues which were caused due to user error or misunderstanding of device and alarm functionality. There is no trend of alarm issues for pu-621ra sn: 73. Investigation conclusion: due to the lack of information available, investigation is limited and the root cause could not be determined. Trending of alarm related issues at customer facility found previously reported issues which were caused due to user error or misunderstanding of device and alarm functionality. There is no trend of alarm issues for pu-621ra sn: (B)(6) . Additional model information: d11 & c2: the transmitter was used in conjunction with the cns, but did not experience failure. Attempts to obtain the following information were made, but not provided: transmitter - model: zm-531pa. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.